Manufacturer narrative:
The system and data logs from the incident were sent to radiometer medical aps for further investigation. The investigation performed by radiometer medical aps concluded that the root cause for the measured false low ca values is clot.

Event description:
According to the complaint, a customer states that they experienced that the abl90 flex plus analyzer (B)(4) over a period of approx. 3 hours delivered false low ca results for 3 patients, without any errors attached. The first patient (patient 1) did not receive any treatment overnight and therefore the hospital did not believe in the very low ca results. The hospital identified all the false low measurement results for ca++ performed on the abl90 flex plus analyzer by comparing them to previous and later measurements. Radiometer was only able to evaluate 2 of the 3 patient test results as it was not possible to confirm bias on the last patient test result since there was only one measurement received. The comparable false low ca++ test results from the 2 patients were as follows: (B)(6). The highest negative bias of ca++ has been calculated to 0.57 mmol/l based on the measurements from patient 1. The customer would like to know why there was no error message to the ca++ results. Based on the measurement results for ca++ obtained on the abl90 flex plus analyzer over the concerned 3 hours period, the customer reported the abl90 flex plus results as false low.